Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2019, the reporter contacted animas and alleged the patient experienced on (B)(6) 2019 a blood glucose of 1000mg/dl, unsteadiness when standing/walking, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was hospitalized with insulin via injection, and cardiopulmonary resuscitation by their healthcare provider. The patient allegedly fell and broke their arm, and had diabetic ketoacidosis. During troubleshooting with customer technical support, it was revealed the time on the pump was behind by an hour. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08-jul-2019 animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jul-2019 with the following findings: review of the black box data confirmed time and date resetting to factory default after power on reset. The daily insulin delivery totals correctly reflected user's programmed basal rates. The pump history showed the pump was delivering the programmed basal rate until 1:56 pm on 10-mar-2019. The pump passed delivery accuracy testing and found to be delivering within the required specifications. The pump time and date were correctly set and the pump exercised overnight. The battery was removed and the pump left without power for six hours. When the pump powered on it had returned to default time and date due to internal battery malfunction. This issue is not likely to cause an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be set to confirm the verify screen. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.